Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture , generalized illness manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 275cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including fatigue, brain fog, memory loss, hair loss, stomach issues (bloating & inflammation), joint pain, muscle weakness, muscle weakness, weak immune system, shortness of breath, unable to take deep breaths, dry skin causing stretch marks, and acne/break outs. The patient started experiencing the symptoms about three years after the implantation surgery. No device issue was reported. The patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms is unclear. In addition, bilateral grade IV capsular contracture was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. This report is for the left-sided prosthesis.